Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexplained alarm without anything on the display and also had a dull screen. The customer's blood glucose level was unknown. The customer also reported that the battery cap was damaged and insulin pump had rejected new batteries. The insulin pump will not be returned for analysis.